Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient received multiple inappropriate shocks due to far p-wave oversensing and lead dislodgement. The lead also exhibited low sensing. The lead was explanted and replaced successfully. The patient was stable post procedure.

Manufacturer narrative:
Analysis was normal. No anomalies were found.